Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted into the patient due to urinary retention on (B)(6) 2024. This was done by the resident doctor, who tested that the balloon had inflated. When it came to deflate the balloon the next day, only around 4 drops of fluid came out. The catheter came out without resistance. The balloon was tested and showed that it had burst and was leaking water when injected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted into the patient due to urinary retention on (B)(6) 24. This was done by the resident doctor, who tested that the balloon had inflated. When it came to deflate the balloon the next day, only around 4 drops of fluid came out. The catheter came out without resistance. The balloon was tested and showed that it had burst and was leaking water when injected.